Event description:
Subsequent to the initial medwatch report, additional information indicated the proglide device was attempted in a common femoral artery. It was indicated that an unspecified proglide failure occurred and was related to anatomy and the user limited experience in the use of the proglide device. Hemostasis was achieved using a second proglide. No additional information was provided.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, the device was non-deployable. It was indicated that it breaks with little or no pressure applied. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device status not returning. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.